Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented post-implant with bradycardia. Rv lead micro dislodgement was observed. The lead was repositioned. No further complications were observed. The patient was discharged.